Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a physician that a patient had swallowed the nostril retainers that were utilized in a procedure. It was further reported that the nostril retainers passed through the patient naturally and the patient was otherwise unharmed. There were no medical intervention, or surgical delay due to this event.

Manufacturer narrative:
Based on the nc investigation, the reported event could be confirmed ((B)(4)). A review of the relevant quality documents (manufacturing and inspection documents) was not considered necessary because the event description clearly indicates that this complaint is not related to a manufacturing issue. As a result of this complaint, an nc was opened. The nostril retainer risk management file rmf r26.3, rev. B, was reviewed. No line items were found referencing the potential risk of the nostril retainer being pulled from the nostrils and the resulting harm of swallowing this nostril retainer. As a correction the rmf 26.3 was updated based on the risk management board meeting review. All actions were implemented on 2017-mar-03. According to the updated rmf possible root causes for the complaint event might be: patient removed nostril retainer inadequate/insufficient nostril retainer fixation within CAPA (B)(4) it was furthermore determined, why the specific risk was not initially considered in the corresponding rmf. Additionally the guidance document nostril retainers operative technique (B)(4) was reviewed and revised.

Event description:
It was reported by a physician that a patient had swallowed the nostril retainers that were utilized in a procedure. It was further reported that the nostril retainers passed through the patient naturally and the patient was otherwise unharmed. There were no medical intervention, or surgical delay due to this event.